Event description:
The pt came to the laboratory on (B)(6) 2013 with the order of serum hcg quantitative. The pt was drawn and the specimen was run for serum hcg quantitative on siemens dimension xpand plus analyzer. The instrument reported the result as zero miu/ml (negative). The provider called the lab on (B)(6) 2013 and requested to re run the same specimen again because the pt's serum hcg from (B)(6) 2013 was reported as 15,528 miu/ml (positive). The specimen was re run on the analyzer on (B)(6) 2013 and the instrument reported the result as 169,090 miu/ml (positive). Siemens technical support was called on (B)(6) 2013. The support tech took remote access of the analyzer and checked for malfunction, which was not detected. It was concluded that it was a random analyzer error. There was no evidence of operator error or error during the specimen run.